Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, a missing end cap sticker, a minor scratched display window, a cracked case at the display window corner, a missing address/serial label, and a cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump case was damaged on the backside where the dome label is located. Customer stated that it happened during holiday and now she is back. Customer does not know what happened. The pump will be returned for analysis and will be replaced.